Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. Initial investigation indicates an error in the firmware program va48a_sp2. Due to an internal communication error between the firmware and the software of the components involved, the planned CT scan is properly executed, however, the injector is not started. As a result, the contrast agent is not injected and the desired examination result is not achieved. This error only affects the automatic mode or "coupled mode" and does not affect the manual control of the injector. Siemens is finalizing a new firmware version to eliminate the internal communication error. This firmware will be distributed to all affected customers and a corrections and removals report will be filed with the FDA. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred on the somatom definition flash system when using a contrast injector. When operating the injector in the "coupled mode", care contrast did not work properly and injection was aborted. We are unaware of any impact to the state of health to any patient involved.